Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was performed, and the patient was stable.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was capped on (B)(6) 2025 and successfully replaced. The patient remained stable.